Event description:
It was reported that this right ventricular (rv) lead presenting low impedance measurements and an insulation breach was suspected, so it was capped and surgically abandoned. A new device was implanted. No additional patient effects were reported.